Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: 1. Was there any intraoperative concurrent use of other products?: no.. 2. Was the 15fr drain a johnson and johnson blake drain?: no. 3. What was the intended use of the surgicel?: was it used to address active bleeding or used prophylactically? Address active bleeding. 4. What were current symptoms following the index surgical procedure? Onset date? Two days after of the initial operation, pain and numbness in both legs were occurred. 5. Has any surgical or medical intervention been performed? Three days of the initial operation, the patient had emergency MRI and a hematoma confirmed. The patient had re-operation to remove the hematoma on the same day. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon wonder hematoma development is related to drain diameter. 7. What is the patient¿s current status?: stable the following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. What are product code the lot number of the device with the reported quality issue? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative adverse event? 10. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What are product code the lot number of the device with the reported quality issue? 7. Was the 15fr drain a johnson and johnson blake drain? 8. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 9. Where was the surgicel used (on what tissue)? 10. How much surgicel was used during the procedure? 11. Was the surgicel product left in place? Was the excess irrigated and removed? 12. What were current symptoms following the index surgical procedure? Onset date? 13. Has any surgical or medical intervention been performed? 14. What is physician¿s opinion as to the etiology of or contributing factors to this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative adverse event? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and absorbable hemostat was used. On the second postoperative day, bilateral lower extremity pain and numbness occurred, and an emergency MRI and emergency surgery were performed on the third day. The hematoma was pressing on the dural canal and was removed. After the surgeon changed to 15fr, there were no postoperative hematoma until now. Additional information was requested.